Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy (tlh) procedure, the surgery team connected both a double foot pedal and a single foot pedal to the generator. During the procedure, there was confusion over which foot pedal was to be pressed which resulted in the wrong pedal being activated. At the end of the case a burn was observed on the patient from an unspecified non-olympus diathermy instrument. A plastic surgeon had to be called in. No further information was provided, but the intended procedure was completed with the same set of equipment.

Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the investigation/evaluation was performed exclusively on the basis of the information provided by the customer. There were no reports of any malfunction of the generator involved. Based on the information available, the exact cause of the reported phenomenon and the patient¿s outcome could not be determined and is being judged as unknown. The healthcare facility could not identify which of three possible esg-400 generators was involved in the incident. However, a material or quality problem can be excluded since a manufacturing and quality control review was performed for all possibly affected serial numbers of the hf generator without showing any abnormalities for any of the serial numbers. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.